Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of 'system error' was confirmed in the event history log as a single 'system error 345'. Evaluation was unable to reproduce any system errors during testing and found the upstream and downstream thermistors in specification. The issue is attributable to environmental conditions and per service procedures the ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for a system error. The event happened in the nursing department. There was no patient involvement. No additional information is available.